Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper pull out of tube when in an analyzer. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: cap opening while centrifuging.

Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore; 29 retention samples from bd inventory were evaluated by functional testing and upon completion, the indicated failure mode for stopper creepout/decapping was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout/decapping. Bd has initiated further root cause investigation relating to the issue of stopper creepout/decapping through corrective and preventive actions. Our business team regularly reviews the collected data for identification of emerging trends.